Event description:
It was reported that at least one bd emerald 10ml syringe experienced leakage at the connection site. The following information was provided by the initial reporter: the extension needles and syringes of 10ml no longer fit together properly. Leakage occurs regularly. When pulling up medication the medication leaks out past the attachment between the syringe and needle. Also when pulling up, we noticed that air is sucked in. Our idea is that the leakage is caused by the attachment of the 10ml syringes, because when pulling up medication with a 5ml syringe, for example, there is no leakage or sucking in of air.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 307736 and lot number 2109121. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. Leakage testing was performed on the retained samples and no signs of defect were observed. Based on the provided feedback for this issue, it is possible that the reported incident resulted due to an ineffective luer slip fitting between the needle and the syringe tip. This ineffective fitting could result from damage to the syringe tip, incorrect molding of the product, or damage during assembly. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported that at least one bd emerald 10ml syringe experienced leakage at the connection site. The following information was provided by the initial reporter: the extension needles and syringes of 10ml no longer fit together properly. Leakage occurs regularly. When pulling up medication the medication leaks out past the attachment between the syringe and needle. Also when pulling up, we noticed that air is sucked in. Our idea is that the leakage is caused by the attachment of the 10ml syringes, because when pulling up medication with a 5ml syringe, for example, there is no leakage or sucking in of air.